Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was observed to be depleting rapidly while connected to the continuous glucose monitor (cgm). There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer stopped using cgm and the battery depletion rate was within normal parameters.